Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial damage to the outer silicone jacket was confirmed. Additionally, review of the submitted log files revealed behavior potentially consistent with an ingested thrombus passing through the pump; however, a direct cause for the event could not be conclusively determined through this evaluation. Although the reported low speed and pump stop events were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 20.5¿ of the external portion of the driveline was returned for evaluation. It was noted that a previous clamshell repair was observed. The pins of the metal connector appeared free from deformation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. Rescue tape was observed at approximately 1.5 to 3.0¿ from the metal connector. Removal of the rescue tape revealed a tear in that location. Upon further disassembly, examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The submitted log files contained data from (B)(6) 2021 through (B)(6) 2021 and (B)(6) 2021 through (B)(6) 2021. The pump appeared to function as intended, above the low speed limit until (B)(6) 2021, when low speed events were observed, which resulted in the pump stopping. Following the pump stop event, the pump ramped back up to its set speed without issue. On (B)(6) 2021, the file capture low speed alarms with the pump power reaching up to 25.5 watts. Both the pump flow and pi values decreased down to 0. The pump struggled to maintain its set speed for approximately one minute. The pump ramped back up to its set speed before resulting in an additional pump stop event before returning to its set speed. Following a driveline repair on (B)(6) 021, the patient experienced another low speed event on (B)(6) 2021. The pump power was noted to elevate up to 16.3 watts and the flow and pi values were noted to decrease. The low speed event resulted in the pump stopping. Following the pump stop event, the pump ramped back up to its set speed until the end of the file. Although a direct cause for the log file findings could not be conclusively determined through this evaluation, based on previous complaint experience and similar reported events, the type of behavior captured within the log files could be potentially consistent with driveline damage and/or an ingested thrombus passing through the pump. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , until (B)(6) 2021, when the patient received a heartmate ii to heartmate 3 pump exchange. (B)(6) was returned and evaluated under MFR # 2916596-2021-02194. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10may2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended international normalized ratio (inr) range. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device recorded multiple low flow events during the night of (B)(6) 2021 though the patient reported only one event. The history also showed pump speeds that did not match the actual speed of 9400 rpm. The log file captured speed drops and/or pump stops on (B)(6) 2021 and (B)(6) 2021. X-ray images of the patient's device/percutaneous lead were taken, but it was not possible to definitely identify the location of a driveline issue from the images. An image of the clamshell repair area possibly showed the shield pulled back a little. Another log file review showed an additional pump stop on (B)(6) 2021 at 09:37. The log file also captured atypical power cable disconnects on (B)(6) 2021 between 11:06 and 11:21. The issue resolved at 12:22 through exchange of an ungrounded patient cable that was not working properly. A distal end repair of the driveline was performed on (B)(6) 2021. On (B)(6) 2021, the log file captured 2 pump stops and 7 low speed hazards. The speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. The issues only appeared to be occurring while the pump was connected to the power module. In order to prevent further interruption in support it was suggested to keep the vad connected to battery power or an ungrounded cable until there is a treatment plan. There was no more space for an additional driveline repair.